Event description:
It was reported that item started to leak black fluid out of the battery pack. Surgery was completed successful.

Manufacturer narrative:
Additional information will be provided once investigation is completed.